Event description:
The complainant reported that a patient (age and gender uknown) underwent a therapeutic procedure multiple band ligator for the treatment of bleeding esophageal varices. A speedband superview super 7 ligator was utilized in attempt to ligate at the site, where post banding scar tissue was present. Bands fell off the varix. The phyisician attempted to use a competitor "six-shooter" banding device to complete the procedure. Bleeding ultimately required sclerosing injection and tips. Patient monitored in ICU until recovered.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The device will not be returned for evaluation; therefore, a failure analysis is not avialable, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.